Manufacturer narrative:
The investigation into the pump stop/failure to start is ongoing at this time. Pump product return is expected, but has not yet occurred. The pump is currently being held at the medical center. Upon completion of the investigation, a final report will be submitted.

Event description:
The medical center had an impella cp patient escalated to an impella 5.5 pump. The 5.5 supported the patient but, due to an alarm, the team made the choice to troubleshoot pump position. When the pump-to-aic cable was adjusted, in troubleshooting attempt, the pump would failed recognition on the aic and so the pump was replaced due to the pump stop/failure to start. The patient expired on the 2nd pump after CPR failed.

Manufacturer narrative:
Since the original report was filed, the manufacturer has closed the investigation. No product was returned for benchtop analysis into the pump stop, and as such no root cause has been determined. The failure mode will be monitored and trended.